Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 patient codes, impact codes and device codes.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals and oversensing on this right ventricular (rv) channel. Upon review of the ventricular episodes, it looked like atrial fibrillation (af), however there was a large spike which showed up on rv channel. Technical services (ts) reviewed and stated that it could be something electromagnetic interference (emi) but not confirmed. The health care professional (hcp) will be further discussing with the patient. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited pacing inhibition and asystole was noted. Upon review, daily measurements were stable for rv impedances. Ts recommended to repeat isometrics in clinic and decide if lead needs revision or can be monitored. No adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals and oversensing on this right ventricular (rv) channel. Upon review of the ventricular episodes, it looked like atrial fibrillation (af), however there was a large spike which showed up on rv channel. Technical services (ts) reviewed and stated that it could be something electromagnetic interference (emi) but not confirmed. The health care professional (hcp) will be further discussing with the patient. This rv lead remains in service. No adverse patient effects were reported.